Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing with no pacing inhibition observed. The noise was able to be reproduced with isometric testing but the specific cause is not known. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.